Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 425cc saline breast implant experienced left-sided capsular contracture grade unknown postoperatively. As a result, patient underwent unilateral replacement with cat#: 3501670 (B)(4) on (B)(6) 2009. Please refer to the manufacturer report number: 1645337-2022-05331 for patients current event.